Event description:
Boston scientific received information that when the patient was in the recovery room for a heart catheterization, the patient was noted to be in a non-sustained ventricular tachycardia episode. Upon interrogation, the pacemaker was observed pacing at the maximum sensor rate. The patient was not hooked up to any monitors, only a venous line. The minute ventilation and accelerometer features were programmed on in the device and when the rate response was turned off the patient's heart rate dropped appropriately. However, once the rate response was programmed back on the high rate pacing did not reoccur. The boston scientific sales representative (sr) stated that three weeks earlier an inappropriate atrial pace at the maximum sensor rate was administered by the device following an atrial tachycardia response episode. No adverse patient effects were reported. The sr sent in a memory print out for review. Analysis of the real time strips showed that the device was likely pacing at the maximum sensor rate due to an interaction between the minute ventilation feature and the hospital equipment. Upon review of the stored electrogram, oversensing in the atrium was also noted. The auto sense feature was subsequently programmed off in the device. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.